Event description:
It was reported in a general comment that the copilot accessory kit was noted to have a loose connection at the luer lock and only happened with a non-abbott balloon. There was no adverse patient effect and there was no clinically significant delay in the procedure.

Manufacturer narrative:
B3- date of event: estimated. D4- the UDI number is not known as the catalogue number was not provided. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that the devices were not properly aligned and/or not fully connected/tightened resulting in the reported difficulties; however, as the device was not returned for analysis this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.